Manufacturer narrative:
Concomitant products: 5076-52 lead implanted (B)(6) 2006; 977a260 lead implanted (B)(6) 2021; 97715 ipg implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.